Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver displayed err hwrf. No additional patient or event information is available. The receiver was visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure.